Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited no image, white screen, and a scope communication error (e226). The event occurred during sedation of a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using a competitor device. The procedure was prolonged by less than 30 minutes. There were no reports of patient harm.